Event description:
It was reported that during a breast biopsy after advancing the probe into the pt's breast and when attempting to take a sample the motor would not engage. Procedure aborted with no samples retrieved. The pt rescheduled for a later date.